Manufacturer narrative:
The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "clean sensor at load 2" during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury or medical intervention. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
The device evaluation was completed for the reported event of clean load point 2 alarm. A device history review revealed no issues that could have caused or contributed to the reported event. A visual inspection was conducted and it noted that the optical sensor was dirty. The reported event was verified as evaluation reproduced the alarm at power up. The optical sensor was cleaned to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.